Manufacturer narrative:
The check of the DHR of the lot # involved (201514725) did not show any pre-existing anomaly on the 35 smr glenospheres manufactured with this lot #. No other complaints received on this specific lot#. It was reported that the surgeon did not impact the glenosphere into the metal back and did not use the glenosphere safety screw to secure the glenosphere-metal back coupling. These actions, taken by the surgeon were performed to avoid worsening the glenoid bone fracture, with the intention to revise the prosthesis after glenoid fracture healing. Nevertheless, the smr surgical technique clearly indicates that the glenosphere safety screw must be used to secure the glenosphere-metal back coupling. Components were disposed of by the hospital so we never received the explants. According to the info reported the event was caused by a "voluntary improper use of the devices" by the surgeon which led, inevitably, to the dissociation between glenosphere and metal back, as shown in the pre-revision surgery x-rays provided. The event is not product related. According to our pms data this is the first and only complaint received, involving a similar intentional misuse of the smr glenosphere, on a total of (B)(4) metal glenospheres (ti6al4v and cocrmo) sold worldwide since 2002. No corrective action planned for this specific case. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
During primary smr surgery, glenoid bone fractured. Therefore the surgeon: implanted only the glenoid side of prosthesis (not humeral side); inserted a "temporary" glenosphere (product code 1374.09.111, lot #201514725) into the metal back without impacting the glenosphere itself and without inserting the locking screw of the glenosphere; surgeon intention was to remove the glenoid prosthesis once the glenoid bone had healed. This led to post-op disassembly between glenosphere and metal back and a consequent revision surgery, as planned by the surgeon. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (201514725) did not show any pre-existing anomaly on the 35 smr glenospheres manufactured with this lot #. No other complaints received on this specific lot#. We will submit a final MDR once the investigation will be completed.

Event description:
During primary smr surgery, glenoid bone fractured. So surgeon: implanted only the glenoid side of prosthesis (not humeral side); inserted a "temporary" glenosphere (product code 1374.09.111, lot #201514725) into the metal back without impacting the glenosphere itself and without inserting the locking screw on the glenosphere; surgeon intention was to remove the glenoid prosthesis once the glenoid bone had healed. This led to post-op disassembly between glenosphere and metal back and a consequent revision surgery. Event occurred in (B)(6).